Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported randomly turns off which was reproduced. A review of the event history log identified improper shutdown messages. An ¿improper shutdown!¿ message displays the next time the pump is powered on after all power sources to the pump were lost, however the history log cannot be used to determine the means by which power became disconnected. The reported condition was verified. The cause was determined to be that the battery pins were depressed. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump randomly turned on/off. The event occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.